Event description:
Procedure type: lap colon. Reportedly, the device made a strange sound. The surgeon re-grasped the tissue several times, and tried to activate the device to intestinal membrane, but when the active blade broke and fell into the surgical cavity. The broken piece was retrieved immediately. A new instrument was used, and the incision and surgical time were not extended due to this. No patient injury was reported.